Manufacturer narrative:
A carefusion technical support representative advised the distributor in (B)(4) that carefusion does not recommend the use of single limb patient circuits on this device. The carefusion technical support representative requested additional information from the distributor in (B)(4) and as of september 25, 2015 no additional information has been provided.

Event description:
The distributor in (B)(4) reported that while in use on a patient the device alarmed "circuit disconnect". The distributor in (B)(4) reported that the user facility was using an intersurgical single limb patient circuit at the time of the event. There was no report of patient harm.

Manufacturer narrative:
Following the submittal of the initial medwatch report on (B)(6) 2015 carefusion noticed that the patient code 2696 was incorrect. This follow-up medwatch report is being submitted to provide the correct patient code. (B)(4).